Manufacturer narrative:
On 5-4-2016 an ocd field engineer (fe) arrived at the customer site and verified the gripper and camera adjustments. The fe also performed a health check on the fluidics. The fe found the probe drive belt worn. The fe replaced the probe drive belt and verified adjustment. The customer ran controls and accepted all results confirming them to all be in range. Repairs have returned this instrument to expected operation.

Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. No incorrect results were reported. Incident 2 of 2. (B)(4).